Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer also reported several other motor error alarms in the alarm history. Customer's blood glucose was normal and did not require medical treatment. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.